Event description:
It was reported the procedure was to treat a heavily calcified, heavily tortuous, 99.9% stenosed lesion, in the left popliteal tibial artery. During the procedure a non-abbott guidewire was exchanged for a hi-torque spartacore guidewire (gw). However, when advancing the guidewire into the 1.5x80mm armada 14 balloon dilatation catheter (bdc), strong resistance was felt. The gw only advanced 1/3 of the way into the catheter. Force was applied causing the gw and armada to get stuck together, and the gw could no longer advance. The gw and the armada had to be removed as a single unit. The procedure was aborted after they were unable to cross the lesion with another device. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty advancing and removing the device over the guide wire could not be replicated in a testing environment due to the condition of the returned device. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with the bdc during advancement and removal. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. In this case, analysis of the returned device noted balloon bunching and a bend on the shaft. It¿s likely that damage to the bdc contributed to the resistance encountered during use; however, it is unknown when the damages occurred. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D1: correction (brand name). D2a: correction (common device name). D3: correction (manufacturer name, address, state, and city).